Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device. Reportedly, the foot of the proglide device broke off in the patient anatomy. Cut down surgery was performed; however, the proglide foot was not retrieved. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported foot separation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of one proglide were successfully pre-placed. Reportedly, the second device was difficult to remove after deployment and the foot of the proglide device broke off in the patient anatomy. The lever had been closed completely to retract the foot prior to removal attempt. Tissue damage occurred. The evar procedure was completed. Cut down surgery and femoral endarterectomy with patch was performed to achieve hemostasis and treat the tissue damage. The foot of the proglide device was not retrieved from the patient anatomy. There was no reported clinically significant delay in the procedure or therapy.